Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ladg procedure, the active blade broke. Another device was used to complete the case. No patient consequence. (With gen04 hp054) one device will be returned.